Manufacturer narrative:
Product event summary: the pscc100 pulseselect¿ pulsed field ablation loop catheter and data files were returned and analyzed. One image file was reviewed. The image showed foreign material stuck on the catheter. No anomalies were identified during visual inspection of the shaft and handle. During visual inspection of the array, an inverted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed functional testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on electrode wire 2. During further inspection of the spiral array, an electrode wire was observed to be broken. During further inspection of the array, an electrode wire to electrode 2 detachment was observed. The spiral array pebax tube was observed to be kinked. In conclusion, the reported "knotted spiral array" issue was not observed with the returned catheter or data analysis. The catheter did not pass the returned product inspection due to an inverted spiral array, a kinked pebax tube, and an electrode wire to electrode detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the physician manipulated the device and created a knot in the array. Coaching was provided to to unknot the array, but it was unsuccessful. The customer also noted catheter steering and deflection issues. The catheter was successfully removed from the patient and replaced with a new catheter. The issue was resolved. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.